Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 23 mm sapien 3 ultra resilia valve was implanted at a depth of about 50:50 (which was slightly lower than intended due to the thv behaving differently than predicted, which was likely due to some tension in the system) and the patient had severe central regurgitation. It was thought that the native leaflets were overhanging the new valve because of the more ventricular position and not allowing the new leaflets to fully close in diastole. The decision was made to place a second 23mm sapien 3 ultra resilia valve. This was successful and the patient is stable and recovering.

Manufacturer narrative:
A supplemental MDR is being submitted for the results from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. 3mensio imagery was provided and the following was observed: severe calcifications on native annulus. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3ur IFU was reviewed, along with the preparation and procedural manuals. Potential adverse events include, 'device migration or malposition requiring intervention', 'paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for deployed valve exhibits central regurgitation and malposition were unable to be confirmed due to unavailability of relevant medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'valve was implanted at a depth of about 50:50 (which was slightly lower than intended due to the thv behaving differently than predicted, which was likely due to some tension in the system)'. In addition, severe calcification was observed on the native annulus per provided imagery. Per training manual, 'thv may lock into the calcium when positioning creating stored tension in the delivery system', 'release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position'. In this case, it was likely crimped valve locked onto the calcium at native annulus during position; however, the delivery system tension was not released prior to deployment, which could lead to the deployed valve malposition due to the movement during the valve deployment. As such, available information suggests that procedural factors (delivery system tension was not released prior deployment) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, 'the 23 mm sapien 3 ultra resilia valve was implanted at a depth of about 50:50 ', and 'it was thought that the native leaflets were overhanding in the new valve because of the more ventricular position and not allowing the new leaflets to fully close in diastole.' Per training manual, 'target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)'. In this case, the valve was deployed too low or ventricular with 50/50 (aortic/ventricular), which could lead to the leaflet overhang at the outflow of valve, and decreased the blood flow back pressure. By decreasing of blood flow back pressure, it could have improper valve leaflets coaptation, leading to central regurgitation as reported. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.